Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: nov 30, 2021. Device evaluation: the complaint lens was received stuck to paper in a specimen cup. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s right eye in a secondary surgical procedure due to mechanical failure of the lens. The patient had decreased near vision after the iol was implanted and stated he was unable to read. The patient also complained of significant glare/starbursts around lights with new lenses that did not improve over time. Patient's most recent complaint was on (B)(6) 2021 when he returned to the doctor¿s office for discussion of iol exchange. A replacement lens of different model, dfr00v and 16.5 diopter was used. There was no incision enlargement and no vitrectomy required. The patient was reported to be doing fine. No further information was provided. Initial pre-op visual acuity: uncorrected visual acuity right eye (od): 20/30 at distance, 20/30 at near. Post-op visual acuity after original l lens implanted: uncorrected 20/80 distance, near 20/400 checked after implant on (B)(6) 2019, most recent visual acuity prior to explant for od uncorrected: 20/30 at distance, 20/100 at near. Post-op visual acuity after dfr00v lens was implanted: 8 days after surgery, 20/50 distance, 20/100 near (patient has not had further post-op evaluation). The patient had bilateral lens implants. This emdr report pertains to the event on patient¿s right eye. A separate report is being submitted for the patient¿s left eye.

Manufacturer narrative:
Weight: unknown/ not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Device evaluation: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the device were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported event cannot be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.